Event description:
Overdelivery noted during routine biomedical engineering preventative maintenance inspection. The pump reportedly delivered 0.2ml above the allowed specification limits. The pump delivered at +5.0% with specification limits of +/-4.0%. There were no reports of any problems or patient events while the device was in clinical use. No additional information was available.